Event description:
Epidural infusion cadd (computerised ambulatory delivery device) pump tubing failed to deliver medication to patient. I noticed in trying to prime the tubing using the pump that there was an occlusion that did not allow infusion medication to pass through tubing. Tubing replaced with new tubing which primed easily and delivered medication to the patient.